Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is screen does not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn and screen with scratches. The customer complaint was reproduced. There were multiple errors have been identified. The device was scrapped.